Manufacturer narrative:
The device has not been returned to the manufacturer.

Event description:
On january 8, 2010, it was reported that the valve did not regulate flow well. The patient had no impact.